Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. The reported event of a permanent out of range signal could not be confirmed due to improper bga mounting. A root cause could not be determined.